Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the event day and procedure date? The precise date is not known. A manufacturing record evaluation was performed for the finished device lot pjbbmdr0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a site implantable endovenus implantation procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle spontaneously pulled off during its use on the needle holder without an abnormal tension on the wire. There were no adverse patient consequences reported. Additional information was requested.